Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago form date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.